Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: a. After the suction irrigator was opened and placed on the sterile field, it began releasing fluid without being touched. Then the battery compartment began smoking. It did not stop until the batteries were removed. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Initial reporter phone was added.

Event description:
It was reported that the device emitted smoke.